Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a prospective patient. It was reported that the prospective patient read online about 15 cases where patients were paralyzed from the waist down by their ins. The caller did not have any patient information or doctor names related to the cases and they didn't know where to find the website again. The date of the events was unknown. No further complications are anticipated.